Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming error 1861 indicating "motor power slow charge." Per reporter, the batteries were removed and replaced, the issue was not resolved. Reporter stated additional troubleshooting was unsuccessful and the patient was redirected to the clinic. No patient harm/adverse event was reported.

Manufacturer narrative:
D3: mfg establishment name and h6. Codes: updated. Device evaluation: customer reported the pump had been alarming error 1861. The batteries had been removed and replaced, but there was an error alarm. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.